Event description:
It was reported that upon reviewing of the remote transmission, there were episodes of ventricular undersensing and atrial oversensing observed. The patient was brought in to the clinic and reprogramming was done to resolve the sensing issues. Both right ventricular (rv), and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).